Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. The customer did not return the usb charging cable and adapter. Customer stated that she received display message of connect to computer. Built-in reader test was performed and all results were within specification. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. Liquid contamination was observed on the returned reader. The returned battery voltage was measured and results were not within specification. Reader was also monitored under thermal camera during operation, where temperature exceeded 30°c. Power consumption test was unable to be performed due to liquid contamination on pcba. The observed liquid contamination is the result of foreign ingress introduced to the pcba while in the hands of the customer. . This contamination is not an indication of a product failure and is the result of misuse. Furthermore, the lack of hot spots on the pcba through the thermal camera is an indication the electronics of the reader were not producing excessive heat and thus is not the cause of the complaint. Therefore, issue is not confirmed to use due to liquid contamination. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed "connect to computer" on thier screen. The product was returned and investigated for the power issue, however during investigation the reader became too hot to touch while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer initially reported that their abbott diabetes care device displayed "connect to computer" on thier screen. The product was returned and investigated for the power issue, however during investigation the reader became too hot to touch while charging. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.